Event description:
Additional information received on 18-jun-2024 for mw5155763. Correcting procode.

Event description:
Tandem t:slim insulin pump experienced extremely quick power loss. Device was near full charge and depleted to empty within a few hours. Pump shut off and stopped delivering insulin due to low power. I was not near a power source so could not charge and was without insulin which could cause elevated blood glucose levels, ketoacidosis, and potentially death if alternative insulin delivery sources are unavailable.